Event description:
It was reported that the rigid video laparoscope was dark, did not display an image, and the internal fibers may have been broken. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber breakage, dents on distal edge, dents and bent on outer tube, loose rotating handle, cracks on all side of video connector, light source 15 < 18. A root cause could not be identified. Based on the results of the investigation, the most probable cause of it dark, it doesn¿t have a picture due to reduced light transmission resulting from damaged optical fiber. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.